Event description:
We were using this instrument to make a sphincterotomy. While using the tool to cut, the top part of the wire used to cut snapped off. We quickly noticed and removed the broken tool from the patient. Also, we had to pull the broken tome through the scope, which the scope was then closely examined to determine if it had to be pulled from service. The patient was not harmed from this event. This event caused a delay in care and extra instrument used on the patient.